Event description:
It was reported that patient presented to hospital with decompensated heart failure and volume overloaded. The patient was noted to have an infection and device erosion. A small amount of seropurulent drainage was observed, cultures were obtained from leads tips. Subsequently, the implantable cardioverter defibrillator (ICD), right ventricular (RV) and right atrial (RA) leads were explanted. The leads were removed under fluoroscopy guidance. The reported infection was determined not to be associated with any Abbott product or procedure. The patient was stable throughout. The cause of infection was due to pocket erosion.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.